Manufacturer narrative:
The customer confirmed that the device was functioning normally following the repair. The device was not returned to stryker for evaluation. The reported issue could not be verified, and root cause could not be determined.

Event description:
The customer contacted stryker to report that  that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that  that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
E1: (B)(6). Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A third-party service agent performed an evaluation of the customer¿s device. The device has been repaired and subsequently returned to the customer. Stryker has requested the tsr to the third-party service agent and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.